Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team on (B)(6) 2022. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage. The fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The fenestrated bipolar forceps instrument passed the electrical continuity test. The root cause of thermal damage between grips and instrument bipolar yaw pulley is typically attributed to mishandling/misuse, mostly commonly caused by insulation degradation and carbonized tissue creating a conductive path. Additionally, signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of corroded instrument bearings is typically attributed to the mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The fenestrated bipolar forceps instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to the mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. The fenestrated bipolar forceps was last used on 28-sep-2022 on system sk2171 with six uses remaining. This complaint is a reportable event due to the following conclusion: the customer aborted after the start of the procedure (post first port incision) due to a non-functional fenestrated bipolar forceps instrument. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Per failure analysis, thermal damage at grip base between the grips is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken plastic part at the head. The procedure was aborted. Conflicting information was provided as it was noted that there were ports placed in the patient, but also it was noted that there was no patient involvement. Multiple attempts have been made to obtain additional information and clarification from the customer concerning the reported event. As of the date of this report, no further details have been obtained.